Event description:
Per the report received from germany, approximately, seven (7) months after a pascal precision ace procedure in mitral position, a single leaflet device attachment (slda) was detected. During procedure, there were no issues, difficult imaging or challenging anatomy. The initial mitral regurgitation (mr) grade was severe, it was mild post-procedure, and increased to severe after the slda happened. The patient was in stable condition. At time of this investigation, there was discussion about implanting a second device. However, it was not confirmed.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #: (B)(4). B2 - other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist. Due to limited information, a definitive root cause was unable to be determined. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.